Event description:
Caller reported experiencing multiple occlusion events, including alarm 2 followed by alarm 26. These events caused the customer's blood glucose level to rise to 600 mg/dl, exceeding the typical range. To address the high blood glucose, the customer administered a correction injection using a manual method. The customer also received normal assistance but was not incapacitated due to the elevated blood glucose level. The customer reported recurring occlusion issues and resumed using insulin without taking further corrective action.